Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the third device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that three cavitron 30k fsi-sli-fg-10s insert tips overheated; no injury resulted.

Manufacturer narrative:
Product was returned and evaluated. Alleged event could not be reproduced. Product met all specification and safety requirements. Possible report due to customer preference.